Event description:
A bayer r and I representative received information that when the fetch 2 catheter was removed from a patient and inspected, the customer noticed that the white tip was missing. On the first pass of the catheter, the tip was visualized inside of the patient's vessel while using fluoroscopy during the procedure. When the physician attempted to reinsert the device for the second pass, they noticed that the white tip was missing. Additional information was received in which the physician confirmed visualizing the radiopaque marker bands which are located just proximal to the white tips under fluoroscopy during the second pass; therefore, concluding that the potential for an embedded foreign body could exist within the patient. There was no adverse event reported or any medical intervention performed as a result. Note: bayer r and I became aware of this issue on (B)(4) 2014 at which time it was decided that this was not a reportable event. However, on (B)(6) 2014, we received information that, after further review, indicated that this event should now be reported.

Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned fetch 2 aspiration thrombectomy set. Visual examination confirmed that the white tip at the distal end of the catheter was missing. This event is considered a reportable vent as the tip was visualized on fluoroscopy during the procedure, indicating that the tip was on the device when introduced into the patient on the first pass. Due to the uncertainty of when the tip became dislodged and missing, the potential exists that the dislodged tip became an embedded foreign body within the patient.